Event description:
Wound deterioration: drape is difficult to use and fistula wound is much larger after renasys therapy.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys soft port stand alone. Smith & nephew received the above reported complaint related to difficulty using the drape. The complaint is unconfirmed. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port, etc.), it is difficult to determine a definitive root cause for the issue described. A corrective action request ((B)(4)) was initiated to further investigate the reported issue. The investigation confirmed that all drapes manufactured and distributed by the vendor continue to meet required release and shelf life specifications. The manufacturing batch records were reviewed and no issues were observed. There have been no changes to the specifications. A review of the finished product batch records confirmed that the product met specification requirements prior to release. Additionally, no changes have been made to the product or manufacturing process that may have caused or contributed to the reported issue. The vendor performs in-process and finished product release testing for every lot. All lots that were released met the specifications established by s&n. At this time, no root cause has been identified for the performance of the drape and the complaints received from the field; the product is currently performing as designed. The complaint also indicates that the fistula wound was much larger after renasys therapy. Clinical assessment of the complaint has confirmed that under certain circumstances, fistula development can occur with the application of this negative pressure wound therapy (npwt) in patients with certain health conditions. This is a therapy precaution. The information provided does not include the pressure settings or type and location of wound, therefore we are unable to determine if the fistula development is directly related to the patient¿s health condition or the npwt.